Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient sample tested for elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The initial estradiol result was 1010 pg/ml. The same sample was repeated twice with estradiol results of 146.7 pg/ml and 147.9 pg/ml. The initial result was reported outside of the laboratory but was questioned by the doctor. There was no allegation of an adverse event. The estradiol reagent lot was 25257801 with an expiration date of 31-jul-2018. The customer was using rack adapters. Calibration and qc results were acceptable. A general reagent issue can be excluded as the root cause. The customer stated there was no foam or fibrin present in the primary tube. There were no relevant instrument alarms present. Analyzer performance testing was run and was ok. A specific root cause could not be determined with the available data. Additional information was requested but not provided. There was evidence of foam on the reagent surface which could indicate handling error and be a possible root cause. Other possible root cause could be possible contamination of the environment with the analyte.